Manufacturer narrative:
A review of tickets found no similar complaints for lot 93501ui00 for falsely depressed tsh results. The complaint trending report review did not identify any trends for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 93501ui00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for the architect tsh reagent, lot 93501ui00.

Manufacturer narrative:
Patient identifier - multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed architect tsh results on 8 patients. The results provided were: on (B)(6) 2019: sid (B)(6) architect = 3.88uiu/ml / repeat on (B)(6) 2019 = 4.00 / beckman counter = 6.53; sid (B)(6) = 5.9 / 10.51 / bc = 11.7; sid (B)(6) = 4.78 / 7.19 / bc = 8.57; sid (B)(6) = 4.69 / 5.17 / bc = 7.07; sid (B)(6) = 5.1 / 5.77uiu/ml / bc = 8.38. On (B)(6) 2019: sid (B)(6) architect = 3.81 / bc = 6.15; sid (B)(6) = 8.51 / 12.32 / centaur = 12.98; sid (B)(6) = 3.89 / 6.08 / centaur = 5.80. There was no reported impact to patient management.